Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited high threshold that resulted in battery depletion. The leadless ipg was reprogrammed, and remains in use. No patient complications have been reported as a result of this event. A comparison of the use before date field and implant date found the device was implanted after the use before date. The patient is enrolled in the post approval clinical surveillance product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is enrolled in the post approval network cardiovascular group clinical study.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: notify/aware date: 2017-08-16. A duplicate report was sent via manufacturer report #9612164-2017-01444. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient came to emergency room (ER) due to syncope. During examination physician reported that patient was fine until one day before visiting ER, due to severe attack of syncope with loss of awareness and confusion. Physician witnessed one symptomatic attack with leadless ipg failure to capture, and patient loss of consciousness for approximately 30 seconds, then leadless ipg resumed to capture. The leadless ipg was reprogrammed, after threshold test the leadless ipg was capturing. The leadless ipg was programmed at amplitude 5 volts, the high threshold resulted in battery depletion. The leadless ipg was programmed, permanently off. Subsequently, the leadless ipg was explanted.